Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Several components have been shipped to the site for replacement. However no confirmation of replacement has been received and many components have not been received by the manufacturer for evaluation. The power conversion enclosure and system control plate has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system did not function as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis on the system control plate was completed by medtronic personnel. Testing found that the fans on the imaging system would not initialize when the plate was installed in a known operational imaging system. It was noted that the imaging system would not complete start up. A second system control plate was returned to medtronic for evaluation. When installed in a known operational imaging system, the imaging system would not power on.

Manufacturer narrative:
The detector interface enclosure was returned to the manufacturer for evaluation. Testing found that can communication could not be established in a known operational imaging system. The enclosure charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the board did not pass power testing.